Manufacturer narrative:
Product event summary #(b)(4: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5554, implantable pacing lead, (B)(6) 2008 6944, implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) depleted earlier than expected. It is suspected this may be due to chronic left ventricular (lv) lead high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.